Manufacturer narrative:
The reported event of lead ¿didn¿t slide well through cps¿ was not confirmed. As received, a complete lead without a catheter was returned in one piece for analysis. The lead was able to be inserted and advanced through the catheter with no restriction. The s-curve hump height was measured within specifications. X-ray and visual inspection of the lead found no anomalies.

Event description:
During implant, the lead was unable to be inserted through the implant catheter. A new lead was used to resolve the issue. The patient was in stable condition.